Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the representative wanted to carry out the first interrogation of the ins with their programming tablet, they saw the message "system error." The representative restarted the connection procedure to the ins with the same tablet and they had the appearance of an orange pop up message which read "validation error." They pressed "continue" and then they were able to make the first connection. The representative also noted that before interrogating the ins with their programming tablet, they realized the appearance of the ins with the patient's controller. The issue was resolved. Additional information received from a manufacturer representative. It was reported that the "system error" code read "0x4ea9bc8e." The validation error code read "00 01 00bb."